Event description:
A senior complaint analyst reported to baxter healthcare corporate product surveillance a clearlink continu-flo solution set in which a backflow was observed during product testing. According to the report, the backflow occurred immediately after removing the set from a sigma spectrum pump the morning after having running a test without problems the previous "entire day." It was reported that a backflow was subsequently reproduced in the set while hanging the primary container 21 inches below the secondary fluid level and holding the check valve upside down in order to be viewed through a microscope. The event occurred during product testing. There was no patient involvement, injury or adverse event associated with this reported. No further information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. A batch review was performed on the reported lot and no deviations were noted. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one used primed actual sample was received for evaluation. Upon further investigation, the customer clarified that the product involved in the report was (B)(4), lot number r11h25015. The sample was visually inspected, which showed no obvious defects. The sample was spiked into an in-house 1000ml solution bag containing reverse osmosis water and re-primed. The sample was then checked for backflow and failed the test immediately. The reported condition was confirmed. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of lot number r11h25015. An assignable cause was not determined. The secondary medication was being run through interlink secondary medication set, (B)(4).